Event description:
It was reported to philips that the flexvision pc does not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexviewing pc did not boot up and the hard disk was no longer recognized. Review of the system log files confirmed that the flexviewing pc did not start. Upon troubleshooting, fse tried to reinstall the software and used the pc diagnostic tool to wipe the disk, but the issue persisted. To resolve the issue, fse replaced the flexviewing pc and hard disk spare parts. The defective flexviewing pc was returned to philips for failure analysis. The cause of the failure was found to be a hard disk drive bay losing connection. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, the x-ray pc, and the flexviewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1152-2024. After the replacement of the flexviewing pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.